Manufacturer narrative:
A review of intuvie¿s service records was completed and no prior service events documenting the same failure modes were identified for this device. Complaint history was also reviewed, and no previous complaints associated with these failures were identified. The performance-related failure identified during preventive maintenance testing, specifically the 30 psi occlusion failure, is being evaluated under CAPA: 15, ¿occlusion sensor pm complaint trends.¿ at the time of this report, the device remains under investigation. A follow-up MDR will be submitted upon completion of the evaluation and implementation of corrective actions taken on the device.

Event description:
Pump sn: (B)(6) was returned to intuvie for routine preventive maintenance. During standard electrical safety testing, the device failed the ground resistance test, measuring 0.143 ohms, which exceeds the acceptance criterion of less than 0.1 ohms. During separate performance testing, the device also failed the 30 psi occlusion test, alarming at 38.590 psi, which exceeds the upper limit of the acceptance range of 22¿38 psi. The issues were identified during preventive maintenance only. No patient involvement or adverse event was reported.